Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "the pump had pump/controller failure alarm" is confirmed. The pump alarmed a system error 3 (4) during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a pump/controller failure alarm while on patient. As a result, the iabp was switched out quickly. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a pump/controller failure alarm while on patient. As a result, the iabp was switched out quickly. There was no report of patient complications, serious injury or death.